Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep's (csr) documentation. On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultralink meter is giving inaccurate readings of "189, 305, 256, and 318 mg/dl." The reported readings were taken within 20 minutes of each other. The pt manages his diabetes with an insulin pump. The reported meter readings were obtained on (B) (6), 2010 at 9:42am. While the pt obtained the reported hyperglycemic readings, the pt claimed he had ongoing symptoms described as "thirsty, tiredness, and crabby." Based on the alleged elevated readings; the pt managed his diabetes with 6 units of insulin. The pt did not receive any further treatment that would suggest the pt had acute complication of diabetes as a result of the reported issue. During troubleshooting, the csr noted that the results were taken on the same approved test site. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported due to the alleged inaccurate issue. However, there is no evidence the pt suffered a serious injury due to the alleged elevated readings obtained on the subject meter. The pt's symptoms and treatment correlated with the lfs meter readings. Replacement products were sent to the pt.